Event description:
It was reported that the solid tap sheared at the 60 depth marker above the threaded portion while the surgeon was tapping. The broken piece was removed. Although the instrument was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
The tap was returned for evaluation. Visual examination confirmed the device was fractured. The fracture surface shows a fairly brittle fracture mechanism. There was no evidence of fatigue observed. Two clusters of indentations at about 180 degrees were observed at the tap surface next to the fracture location. The initiation site of the fracture coincides with one of the indentation clusters confirming the tap fracture under overloading shear.